Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose level was 40mg/dl at the time of the incident. The customer reported that since she started on the pump and even before she would always run low in the afternoons and doesn't know why. Also wanted to know why suspend on low and alert before low were turned off while in auto mode. Advised customer that those two features are turned off since auto mode was supposed to eliminate low blood glucose or reduce the amount of lows she gets. Customer also made adjustments to the carb ratio and active insulin. The insulin pump will not be returned for analysis.